Event description:
When installing a neurostimulator, part of the device broke off in the patient. They were able to locate the piece and remove through a small incision. There was a fragmentation of the last part of the wire where the cuff of the wire is required at an incision to extract from the body.